Event description:
It was reported that during a colon procedure, during firing, the clips stayed 3/4 in the instrument and they also didn´t close. The surgeon opened a new device. There was no delay in the procedure. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: in the event it states that 3/4 of the staples delivered and they did not close. To clarify: does this mean that the device delivered an incomplete staple line? Yes it did the staples form the proper b form shape? No they did not. Was the tissue excised prior to then removed the device? Unknown. Was there any bleeding due to the device only deploying 3/4 of the staples? No. Did the patient receive any blood products? No.

Manufacturer narrative:
(B)(4). Protruding staples. The analysis results showed that the device arrived in good visual condition and with a partially loaded reload. The reload was received with 16 staples present and all protruding. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.